Event description:
It was reported implant procedure that the guidewire could not be removed from the lead. The lead was not implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿wire could not be removed¿ was confirmed. As received, a partial lead was returned in two pieces with the stylet stuck inside the lead. Stylet insertion/removal test could not be performed due to as received condition of the lead. Visual inspection of the lead found the stylet bent consistent with procedural damage at the middle region of the lead. Blood was noted inside the inner coil in this location. Further analysis found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent excessive forces. The cause of the reported event was due to the blood inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts.